Event description:
Unomedical reference number (B)(4). Event occurred in norway. It was reported that the patient faced infusion set cannula kinked event on 18-jun-2024. The patient was hospitalized because the blood glucose level was raised to 20 mmol/l at the time of event. Therefore the patient was treated with ringer acetate IV infusion along with mdi. The patient also had fever and was released from hospital on (B)(6) 2024. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.